Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse noted that the customer claimed the unit experienced a blood back and was stopped because it failed to alarm. Upon inspection, the fse found that the fluid had stopped on the pim side of the safety disk and did not reach the nafion tubing, which prevented the alarm from activating. The fse disassembled the unit and checked for additional blood internally but found no traces. The pim assembly was replaced, and full functional and calibration checks were performed. The device successfully passed all tests and was deemed ready for clinical use.

Manufacturer narrative:
Due to characterization limit e1: event site name : (B)(6) hosp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra-aortic balloon pump (iabp), was not alarming when it was supposed to alarm. There was no harm reported.